Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that customer's insulin pump had a button error. The buttons were unresponsive. Customer's blood glucose was normal, but not specified. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.